Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (failure to deliver the stent). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in a patient. It was reported that the stent would not deploy. The device was successfully withdrawn. Post procedure patient status was good and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).